Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm and insulin pump did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement properly. No unexpected battery power loss noted during testing.